Event description:
Additional information received from a consumer reported the patient&#38112;left side had not been turned on yet. No steps had been taken to resolve the negative changes in speech yet and the issue had not been resolved.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they were getting a second system implanted and the lead had been placed in their right brain. An implantable neurostimulator (ins) had not been implanted for the second system. Since the lead was placed, the patient's speech had suddenly been negatively impacted making them difficult to understand. The patient had turned their first system off, but they did not notice a difference. The ins was then turned back on and stimulation was decreased from 4.9 to 4.8v. The patient did not notice any difference after decreasing stimulation so they increased stimulation back to 4.9v. Due to the holidays, the patient was not able to contact their health care provider (hcp). The patient's indication for use is movement disorders. No cause, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.